Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had kidney pain starting few days ago. Caller was suspecting kidney infection. Patient was advised to turn stim down to see if that changes patient¿s pain. Patient was redirected to healthcare professional. No further symptoms reported. No device complication reported/anticipated. [Omitted information regarding the nuclear medicine scan of her lungs 5 years ago that patient attributes this pain because she left therapy on can be found in pe (B)(4)].